Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer¿s blood glucose level was 110 mg/dl. The customer also reported that the insulin pump had low battery alert and insulin pump gives the failed battery test alarm the customer offered the troubleshoot for the failed battery and the blank display but customer declined it. The device will not be returned for the analysis.